Event description:
It was reported to medtronic minimed that the customer experienced difficult to dial/dose, lead screw anomaly. The customer reported blood glucose value of 217 mg/dl. The customer reported hyperglycemia which did not require treatment. The event involved product(s) mmt-105nnpkna. Troubleshooting was performed and customer reported broken/damaged inpen, customer reported high bgs, insulin did not exit after multiple priming attempts and changing insulin cartridge. No further patient complications were reported. The customer will discontinue use of the device. Mmt-105nnpkna was requested and customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit paired successfully to commercial app. Unit passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Performed lead screw reset torque test. Inpen passed and is within specification (ccw: 4.70ozf-in). Inpen passed front cap investigation. In conclusion: inpen received working as designed. No mechanical malfunctions noted during testing that could affect insulin delivery. Therefore, the customer concern of difficult to dial/dose could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.